Event description:
It was reported that biomed called back and stated that the device had flow issues. It was determined that the device showed no signs of flow issues. Ip: -7.0. Flow: 1.9 cpc: 52%. Biomed will not use pads during functional testing. Mike the territory manager said he received a call from the ICU that there was a flow rate of zero reporting on the machine. When he went on-site to check the device, he confirmed the issue. He then tried connecting a new set of pads to the machine, and received a low flow message, although it was not zero. Asked mike to have biomed give us a call to troubleshoot.

Manufacturer narrative:
The reported event was confirmed to be use related. Sample was not available for evaluation. The root cause of the reported issue is that the functional check was incorrectly performed. When the tm went on-site to check the device, they confirmed the issue. They then tried connecting a new set of pads to the machine, and received a low flow message, although it was not zero. Asked tm to have biomed call to troubleshoot. Biomed called back stated that the device had flow issues. It was determined that the device showed no signs of flow issues. Ip: -7.0. Flow: 1.9 cpc: 52%. Biomed will not use pads during functional testing. Per update, user was testing device incorrectly. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: "functional verification: perform the following functional verification procedure after initial setup and installation of the control module. Power on the control module: from the patient therapy selection screen, press the hypothermia button to display the hypothermia therapy screen. From the hypothermia therapy screen, press the manual control button to open the manual control window. Use the up and down arrows to set the manual control water target temperature to 40°c and the duration to 30 minutes. Press the start button to initiate manual control. Allow at least 3 minutes for the system to stabilize. Monitor the flow rate and water temperature in the system status area on the hypothermia therapy screen. Verify that the flow rate reaches at least 1.5 liters/minute. Verify that the water temperature increases to 30°c. Press the stop button. Set the manual control water target temperature to 4°c and the duration to 30 minutes. Press the start button to initiate manual control. Monitor the flow rate and water temperature in the system status area of the hypothermia therapy screen. Verify that the water temperature drops to 6°c. Press the stop button to stop manual control press the cancel button to close the manual control window power off the control module." The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received a call from the ICU that there was a flow rate of zero reporting on the arctic sun device. When they went on-site to check the device and confirmed the issue. Then tried connecting a new set of pads to the machine, and received a low flow message, although it was not zero. Asked to have biomed give a call to troubleshoot.